Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented with no pacing and an escape rhythm around 50 bpm. Patient had been lost to follow-up and their implantable pulse generator (ipg) was approaching recommended replacement time (rrt) in 2013 and patient never returned for follow-up. Ipg had reached end of life (eol). The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.